Manufacturer narrative:
Date of event - estimated as it was known the first event of a gap was noted in (B)(6) 2020, whereas, the stroke event occurred later in (B)(6) 2021.

Event description:
It was reported that a cerebral vascular accident (cva) occurred and that the closure device did not seal. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman laa closure device was implanted. Only one partial recapture was performed prior to successful implantation of the closure device. On follow up transesophageal echocardiography in nov2020, a 6mm gap was noted on the mitral side of the closure device. On 01mar2021, it was reported that the patient experienced a cryptogenic stroke. No additional information is known at this time.